Event description:
The standard compression plate broad holes, 10 hole was broken after 4 months of being implanted.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional info has been received, it will be reported on a supplemental report.